Event description:
Ok so I had breast implants put in around 1995-96. I had mentor silicone gel 350cc placed above the muscle soon after they capsulized and soon after that I started getting real bad panic attacks that lasted for many years which prevented me from getting them removed. I was scared to go under anesthesia again, anyway years later I got bad thigh pains and flu like symptoms but was perfectly healthy according to my doctor and all the blood tests. As time went on my joints started to hurt and my back on the left side stings real bad, then my under arm started to hurt a lot for the last year and a half and the pain has traveled up my neck too and everyday I hurt. Anyway finally after I got (B)(6) I went and got a MRI and ultrasound and mammogram, sure enough the silicone is in my armpit lymph nodes, they both are leaking. The left one is a lot more. I'm debating on putting in another set of implants, not sure if I'll look disfigured after they take them out. I was considering the gummy bear type because they were thicker maybe they won't leak? I don't want to go under after this so I want an implant that will last and not make me sick for the next 20 to 30 years? Anyway I'm not sure what to do, I'd like to be free of toxic crap in my body, that's the scoop. From hurting all the time I'm more tired so now I gained weight and have a bit higher cholesterol and blood pressure I'm usually 135. FDA safety report ID #: (B)(4).